Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis. Capsular contracture baker grade ii on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 525cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis. Capsular contracture baker grade ii on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 525cc saline prosthesis on (B)(6) 2018. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).